Event description:
Reporter had a nevro spinal cord stimulator implanted to address severe degeneration disc disease and spinal stenosis. The implant worked fine and she resumed normal activity after 6 weeks. In the beginning of may the spinal stenosis came back. This caused severe back pain radiating to both legs especially the left leg and sciatica. X-rays were ordered and it showed leads at t9 and t10 had migrated and therefore was not delivering any stimulation. A revision is being scheduled at this time to correct the lead migration.